Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a syncopal episode. Interrogation revealed the syncopal episode coincided with a recorded non-sustained ventricular tachycardia (vt) episode in which the patient became symptomatic. The episode rate was below the implantable cardioverter defibrillator (ICD) programmed vt detection rate. Multiple programming options were presented to the caller. Follow-up was conducted and a healthcare professional (hcp) at the patient's clinic was able to verify that the patient's ICD had been reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.